Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg is clotting. The following information was provided by the initial reporter. The customer stated: it was reported by customer that they have high numbers of item 363706, lot# 2255694 that are clotting.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: 50 retention samples from bd inventory were visually inspected with no issues identified. Additionally, 5 retention samples were functionally evaluated for edta content via titration and all were within specification. Complaints for sample quality are under statistical control for the month of august 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10.

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg is clotting. The following information was provided by the initial reporter. The customer stated: it was reported by customer that they have high numbers of item 363706, lot# 2255694 that are clotting.